Manufacturer narrative:
(B)(4). Batch # t5e87x. Additional information was requested, and the following was obtained: could you please clarify how long was the delay (hours/minutes)? No further information is available. Was there any patient consequence or change in the post-operative care of the patient as a result of the extended time? No further information is available. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was uncut and indented, and there were no staples present. In addition, the washer was noted to have nicks. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Further analysis shows that the guide face and casing were damaged, and this condition did not allow for reloading the staples in the pockets. No functional test could be performed due to the condition of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. Due to the damages found on the guide face and casing, a possible cause for these conditions is due to improper handling. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a high anterior resection, the washer was uncut, although the staples were deployed properly at the firing. The handle stopped moving during the firing. The device was used for dst anastomosis on the rectum. The device could not be removed from the patient, so that the anastomosed site was recut and anastomosed by a competitive device. There was no intraoperative and postoperative leakage. The staples might have been formed, but there was no donut tissues. The surgeon was not able to remove the device and then cut the around the tissue, so he could not check the formation of staples. He performed dst anastomosis with a competing product. There was no need for a colostomy. The operation time extended from the initial schedule, but there was no problem with the patient. The surgeon did not take a hold the device completely. There were no adverse consequences to the patient. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 09/24/2020. H10: corrected data = device analysis. The analysis results found that the cdh25a device arrived with the guide face damaged. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The guide face and casing were damaged, and this condition not allowed to reload the staples in the pockets. No functional test could be performed due to the condition of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Due to the damages found on the guide face and casing, a possible cause for these conditions is due to improper handling. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.